Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After the leaflets were grasped, the grippers did not come down. Troubleshooting was performed, but was unsuccessful. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1-2. There was no adverse patient effect reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated, and the reported gripper line break and the gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, it was noted that the physician had observed that the gripper line was broken. No additional information was provided.